Manufacturer narrative:
The customer rebooted the system and the problem was resolved. The customer cancelled the service call. The system operates as intended.

Event description:
The customer reported the 9800 system's c-arm would not update the fluoroscopy image. No pt injury was reported.